Event description:
Patient was on ventilator that went inop/ safety valve open and the screen went black. Rn bagged patient until new vent was exchanged. Patient didn't lose any breaths during occurrence per the rn. Vent tagged and pulled from service. Biomed repaired the vent and returned it to service.